Event description:
It was reported that the patient presented for a device check in (B)(6) 2017, upon interrogation, low impedance was noted on the right ventricular lead due to rib clavicle crush. The physician explanted and replaced the lead. The patient was stable post procedure.